Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a blood glucose reading of 491 mg/dl and a high glucose alert, after eating cereal earlier in the day and changing the infusion site the same morning. Symptoms included feeling unwell. Outcomes included blood glucose affected. Investigation included guided troubleshooting with the user, review of infusion site function, and review of pump alerts. Investigation of this case revealed that the infusion site might have been faulty, and the user disconnected and removed the site without visible abnormalities, leading to a determination that the cause was unclear but consistent with a potential infusion site issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.